Event description:
The customer returned this drill with the report that it is overheating during use. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation. During testing of this device, it ran slow and got very hot related to collet bearing failure. The handpiece instruction manual warns the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. In addition, the instruction manual informs the user that the service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. The customer will be contacted with additional info regarding this product.